Manufacturer narrative:
Novocure's medical opinion is the patient has a history of seizure that was also the presenting symptom of the underlying disease (gbm), this event is unrelated to optune gio therapy, related to the underlying disease (gbm). As the physician was unable to rule out a possible contribution of optune gio therapy to the event. Novocure is reporting out of an abundance of caution. Seizure is an expected event with optune gio device use (ef-11 9% and 22% ef-14 optune arm). Seizures are a known complication of gbm and have been reported as the presentation symptom in 27% of cases. During the course of the disease, 51% of patients will experience seizures (clin neurol neurosurg. 2015; 139:166-171).

Event description:
A 73-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy (B)(6) 2024. Novocure was informed that the patient presented to the hospital on (B)(6) 2024, due to three seizure episodes described as myoclonic jerks of the left face, hand and arm, similar to a seizure episode experienced prior to glioblastoma resection in (B)(6) 2024. In addition, the patient previously had a seizure episode on (B)(6) 2024. Treatment included an increased dosage of antiseizure medication (levetiracetam 1500mg twice daily) and the addition of lacosamide 50mg twice daily. The patient was discharged home on (B)(6) 2024. On (B)(6) 2024, the prescribing physician confirmed that the patient had experienced seizures. As a result, adjustments were made to the patient's antiepileptic regimen, and it was determined that the patient was not exhibiting signs of disease progression.the patient resumed optune gio therapy.the physician assessed the event as possibly related to optune gio therapy.